Event description:
It was reported that the customer had a multiple alarms on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to return the insulin pump and it will be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. The insulin pump passed functional testing however a47 alarm was in pump history file. A47 alarm due to corrupted history file. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).